Manufacturer narrative:
The initial MDR 2517506-2017-00583 was filed on august 4, 2017. Additional information (08/14/2017): additional result for lactate dehydrogenase was provided by the customer. The customer reported a result of 120 u/l. Relevant tests section has been updated with this information. Additional information (08/14/2017): the customer replaced all the probes. A siemens headquarters support center (hsc) specialist reviewed the event data and stated that the initial run for sample ID (B)(4) with a result of 450 u/l indicates a high absorbance at the 577 nm wavelength, which is indicative of a hemoglobin absorbance. The lactate dehydrogenase results and the 577 nm wavelength measurements were different for the repeat runs of sample ID (B)(4), indicating that the 577 nm hemoglobin absorbance was due to the presence of hemoglobin from intact red cells. The hsc specialist concluded the cause of the discordant lactate dehydrogenase result for the initial run for sample ID (B)(4) to be due to the presence of red cells and the release of intracellular lactate dehydrogenase into the plasma. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center and stated that they replaced the reagent arm 2 probe. The cause of the imprecise ldi results on one patient sample is unknown. Siemens is investigating the issue.

Event description:
Imprecise lactate dehydrogenase (ldi) results were obtained on one patient sample upon initial and repeat testing on a dimension exl with lm instrument. The initial and repeat results were not reported to the physician(s). Additionally, there has been delay in reporting of results as no valid results could be obtained. There are no reports of patient intervention or adverse health consequence due to the imprecise ldi results.